Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) and creatine kinase mb (access ck-mb) results for three (3) patients on the access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patients' samples and obtained lower results in either the same clinical category or within the customer's normal reference range for all three (3) of the patients. The customer also reanalyzed the second patient's sample (designated patient 2) and obtained lower access ck-mb results that were still within the normal reference range of the assay. The customer stated that the non-reproducible access accutni+3 and access ck-mb result for one patient (designated as patient 1) was reported outside the laboratory. The customer stated the non-reproducible access accutni+3 results for the remaining two (2) patients (designated as patient 2 and patient 3) were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) was within the laboratory's established ranges prior to the event. The customer noted qc was out of the laboratory's established ranges after the event. The patient samples were collected in lithium heparin plasma tubes. Sample processing information such as centrifugation speed and time were not provided. There was no report of sample integrity issues in association with this event. The customer noted "wash valve/pump motion" errors in association with this event. Beckman coulter (bec) customer technical support (cts) assisted the customer with troubleshooting.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. Beckman coulter (bec) customer technical support (cts) assisted the customer with disassembling, cleaning and reassembling the wash valve of the wash pump as an obstruction or debris was suspected to be causing the valve's movement to be restricted. After cleaning the valve all verification testing passed within published performance specifications. In conclusion, a hardware malfunction was the cause of this event as the obstructed wash valve was causing insufficient washing of the patients' samples.